Manufacturer narrative:
Concomitant medical products: product ID: bi20000070. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the louver cover. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported site bent the source position louver cover. This issue was noted outside of a procedure, and there was no patient involvement.